Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The result was not reported to the physician. A sequential sample was tested and positive results were obtained. The original sample was retested on the original analyzer and a result of 2.24 ng/ml was obtained. The original sample was retested on an alternate analyzer and a result of 2.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to insufficient sample or moving the tube before sampling occurred.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to insufficient sample or moving the tube before sampling occurred. The instrument is performing within specifications.